Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the end of the scope was burnt by a serfas energy probe. The patient was not burnt.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: burnt scope. Probable root cause: use error: suction not connected with pinch clamp left open (or suction tube cut) which allows hot fluid to leak out of the suction tube, user error: incorrect fluid management, probe clogged, use error. The device manufacture date is not known. Gtin: unknown, product number was not provided.

Event description:
It was reported the end of the scope was burnt by a serfas energy probe. The patient was not burnt.